Manufacturer narrative:
The reported output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the output anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient, who was lost to follow-up, presented to the hospital for an unrelated issue to the device system. While in the hospital, the patient went into vf arrest, and the device did not rescue him. The patient had to be externally rescued and resuscitated. The patient was put on a ventilator. The device battery was below end of life. The device rundown showed normal battery depletion. There was a warning that possible output circuit damage had occurred.